Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 476mg/dl. The customer treated with insulin shot. Customer reported that the high blood glucose levels began on (B)(6) 2017 when their belt clip broke. Customer was assisted with trouble shooting for broken belt clip. Customer stated that infusion set did not get caught with belt clip. The insulin pump will not be returned for analysis.